Manufacturer narrative:
(B)(4). Physio-control has performed a clinical evaluation of the reported event and has determined that there is insufficient data to relate the reported device power issue to the death of the patient. Physio-control has evaluated the device and verified the reported power issue. Physio has observed two separate contributing factors which both may have caused the reported power issue. It was observed that a resistor, designator r35 from the digital pcb assembly had process residue which caused the voltage to rise on the gate of field effect transistor, designator q5 and disabled the power on sequence. Separately, it was observed that the on/off switch does not make contact when the switch is pressed.

Event description:
The customer reported that their device would not power on when attempting to respond to a patient event. The customer also indicated that all three icons (attention, service wrench and charge-pak) were illuminated on the device. The patient did not survive the event. No additional details of the patient or the event has been made available.

Manufacturer narrative:
The customer reported that their device would not power on when attempting to respond to a patient event. The customer also indicated that all three icons (attention, service wrench and charge-pak) were illuminated on the device. The patient did not survive the event. No additional details of the patient or the event has been made available. The customer reported that their device would not power on when attempting to respond to a patient event. The customer also indicated that all three icons (attention, service wrench and charge-pak) were illuminated on the device. The patient received two (2) defibrillation shocks via a backup device (brand unknown) during the reported event, however, the patient did not survive. No additional details of the patient or the event were provided. New information for supplemental medwatch: (B)(4). Physio-control performed an additional clinical review of the reported event after becoming aware of information which indicated that the patient had received two (2) defibrillation shocks via a backup device (brand unknown) during the reported event. The new clinical review concluded that the device use may have contributed to the patient outcome due to defibrillation being necessary, but the provision of defibrillation was delayed greater than 30 seconds. (B)(4).